Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-30333. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed a battery performance alert on the implantable cardioverter defibrillator(ICD). The ICD was explanted and replaced. During the surgery, the physician discovered the pocket was filled with pus. The pocket was cleaned. The patient received treatment for an infection. The patient was in stable condition.